Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An automated peritoneal dialysis (apd) therapy experienced a breach in aseptic technique which resulted in bacterial peritonitis manifested by slight abdominal pain. The breach in aseptic technique was further specified as the "the patient was not washing his hands and may be touch contamination". A day after the event onset, the patient recovered from slight abdominal pain. It was reported that the patient was not hospitalized for the event. On the same day as the event onset, the patient was treated with vancomycin (2g, intraperitoneal, frequency was not reported) for peritonitis. The patient was retrained on the proper aseptic technique 13 days after the event onset. Seventeen days after onset, the treatment with vancomycin was discontinued and the patient was recovered from the peritonitis event. Pd therapy was ongoing. No additional information is available.